Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor smooth round high profile gel-filled breast implant, 450 cc, catalog: 3504504, lot: 5774813, sn: (B)(4). (B)(4). Exemption #e2007003.

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision with a mentor memorygel breast implant smooth round high profile 450 cc experienced ride sided rupture post-operatively. The rupture was diagnosed by a physician during an exchange of right and left implants. As a result, the patient underwent bilateral removal and replacement with two mentor memorygel xtra breast implants on (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019: device evaluation summary: according to the information received right side rupture was discovered during surgery for exchange of implants. During evaluation of the sample two (2) creases were noted on the anterior aspect. Leak testing was performed and no leak sites were detected. No other anomalies were discovered. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).